Event description:
It was reported that the patient's lead had a polarity switch and they felt muscle twitching during daily impedance measurement. The lead also had high thresholds, low impedance, undersensing and a possible fracture. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.